Event description:
It was reported that the catheter temperature was stuck at 20 degrees celsius. During an ablation procedure, when the intellanav open-irrigated catheter was inserted into the heart, the temperature was displayed at 20 degrees celsius, so the cable was replaced. The issue did not improve so the catheter was replaced, which resolved the issue. There were no adverse patient effects, and the procedure was completed successfully with the new catheter.

Manufacturer narrative:
The device was returned for analysis. The device did not have any obvious visible defects. No opens or shorts in the tc or distal tip circuits in the dry condition. The distal tip electrode was wetted in saline. No observed shorts between the tc and distal tip after 1 minute of soaking. The lumen was then pumped with 30 ml/min saline using a metriq pump. Within seconds of pumping, a high resistance short between the tc and thermocouple circuits was identified. The resistance stabilized at ~400 k-ohms after 30 seconds of pumping. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured two times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1214 psi and 0.1181 psi. This was within the acceptable limits.

Event description:
It was reported that the catheter temperature was stuck at 20 degrees celsius. During an ablation procedure, when the intellanav open-irrigated catheter was inserted into the heart, the temperature was displayed at 20 degrees celsius, so the cable was replaced. The issue did not improve so the catheter was replaced, which resolved the issue. There were no adverse patient effects, and the procedure was completed successfully with the new catheter.